Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown. The troubleshooting was performed for the blank display and the display was returned after insulin pump restart. Then the customer moved to troubleshooting for pump error and partial display since customer stated that screen was dim. The insulin pump was exposed to lake water. The customer was asked that whether the keypad responsive and there was response that they were not able to clear alarm. The customer was advised to perform the self test and the customer was unable to clear pump error. The customer declined troubleshooting for pump error. The customer was advised to revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments, partial display, unresponsive buttons, or pump error 68 alarms due to blank display. Also, received with moisture damage on the motor and force sensor.